Event description:
Left antecubital area noted to be infiltrated. As nurse was removing cath from affected area, it was noted that the white cannula remained in the pt's blood vessel. A surgical consultant was obtained, and a cut down was successfully retrieved. The pt received 2 sutures.